Event description:
Caller reported that a malfunction alarm occurred with the tandem pump, specifically indicating malfunction 199 and malfunction code 16, which was not resettable. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.